Event description:
Pt coded during transport to cath lab. Defibrillator set at 200 joules. Unit charged but would not discharge. The pt was brought into the cath lab, where another defibrillator was used. The pt subsequently expired. Biomedical engineering was called. During inspection it was noted that the error message "can not charge" was intermittently displayed on the crt. This message was not present on all attempts to discharge. Subsequent tests showed that the unit could be charged when the message was not displayed, but the successful discharge of the unit was also intermittent. Further testing of the unit revealed that swapping the cable/padding set eliminated all the intermittent problems. To verify, the same cable/paddle set was reattached to the defibrillator, with the same intermittent results.